Manufacturer narrative:
Exact date unknown, event occurred last spring. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 16995558. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 17203657.

Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.